Event description:
The physician was trying to load the angiosculpt device on a 0.014" guide wire but the catheter shaft kinked and the hub detached. The hospital did not provide the hub for return.

Manufacturer narrative:
The angiosculpt device was returned for evaluation. The hypotube, strain relief, and the hub were not returned for evaluation. The returned device separated approximately 37" proximal from the distal end of the hypotube. The end of the hypotube where the device separated appears slightly bent. The balloon does not appear to have been inflated. The shaft was bent at the location of the break. It is probable that the physician used excessive force while loading the guide wire onto the angiosculpt device.